Event description:
Per the clinic, the device was explanted on (B)(6) 2026; due to cholesteatoma, otitis media and otitis externa. It was reported that the patient was treated with ototopical and oral antibiotics. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.